Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The events can be detected/prevented by handling the device in accordance with the following instructions for use. Instruction manual olympus gif-h170 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus gif-h170 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced angulation play and reduced angulation and kink in the insertion tube. It was also found that the light guide lens was discolored. The issue was found during product maintenance. Inspection and testing of the returned device found nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information found during inspection and testing were; water tightness was lost due to damaged control unit and damaged up/down knob; objective lens was chipped; light guide bundle was broken; illumination was uneven due to shaved light guide lens; the play of up/down, right/left knobs and direction does not meet standard due to wear of angle wire; distal end cover was dented; due to clogging of nozzle, water removal ability does not meet the standard value; the scope cover, grip, switch button, video cable and video connector were all scratched; distal end was discolored and the adhesive on the distal end was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.